Event description:
It was reported that the patient presented in clinic for generator changeout procedure. Upon interrogation prior to procedure, it was found that programming changes were made previously due to high out-of-range pacing impedance and noise exhibited on the right ventricular (rv) lead. It was also found that the rv lead exhibited pacing inhibition due to noise over-sensing. The rv lead was capped and replaced on (B)(6) 2023. Patient condition was stable.